Event description:
It was reported the patient presented in clinic for a device exchange. During interrogation, it was discovered the left ventricular lead exhibited high capture thresholds leading to loss of capture. X-ray showed the left ventricular lead had dislodged. The left ventricular lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.